Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the return report was observed to be inconsistent. A technical support specialist (tss) dialed into the station and server to review the return transaction report. A screenshot of the report was captured for reference, and the customer was advised that the transaction had been completed correctly. The customer acknowledged the verification and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es return was not consistent. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es return was not consistent.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.